Event description:
Edwards received notification that this patient with a 27mm edwards valve implanted in the aortic position underwent a valve-in-valve procedure after an implant duration of less than 5 years for unknown reason.